Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient uses insulet omnipod5 in modified closed loop. At around 9:30 pm, the parent called the ambulance because the dexcom was giving no readings and also giving inaccurate readings when the readings came. It was giving her around 100 mg/dl on dexcom and 40 mg/dl on the finger prick. The child's physical condition during that time was not described. While waiting for the ambulance she gave the child sugar to increase the sugar levels. The emt checked the patient's sugar when they arrived. No medication was given to the patient. The patient was not taken to a healthcare facility and was cleared by the emt by around 10:30 pm. Reporter replaced the wearable sensor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On 03/28/2025, it was reported by the parent that no readings, brief sensor issue or sensor error had been displayed over 3 hours on the mobile device (please see related sr). The pediatric patient uses insulet omnipod5 in modified closed loop. The event occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2025 around 9:30 pm, the parent called the ambulance because the dexcom was giving no readings and also giving inaccurate readings when the readings came. It was giving her around 100 mg/dl on dexcom and 40 mg/dl on the finger prick. The child's physical condition during that time was not described. While waiting for the ambulance she gave the child sugar to increase the sugar levels. The emt checked the patient's sugar when they arrived. No medication was given to the patient. The patient was not taken to a healthcare facility and was cleared by the emt by around 10:30 pm. Reporter replaced the wearable sensor. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.